Event description:
The device had a straight flange.

Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the obturator of a portex® bivona flextend¿ pediatric extra length tracheostomy tube was unable to be inserted. The patient had removed their trach tube, and an attempt was made to perform an emergency tracheostomy tube change. During the process, the obturator sleeve slipped down, and the obturator was bent up. This caused a delay in replacing the tracheostomy tube, and the patient experienced 40% desaturation. The old tracheostomy tube was placed back in the patient. The patient was reported to be in stable condition. No permanent injury was reported.

Manufacturer narrative:
One used tracheostomy tube and obturator were received for evaluation. Visual inspection was performed, and found that the obturator was missing its protector. The obturator was compared with an acceptable sample, and the angle in both parts of the wire were found to be different. Dimensional examination of the obturator found that it was out of specification. Upon visual inspection of the tracheostomy tube, the triangle printing was blurry, but there was no issue found that could have manipulated the obturator during use. Functional testing was performed in order to replicate the reported issue using an acceptable sample. The obturator was forced to the right side and pulled in attempt to replicate the reported issue. It was difficult to remove as the protector was being manipulated. It was observed that if the obturator protector was not placed correctly, it could not be removed completely. It was attempted to pull the protector out of the obturator by hand, but it was not possible. While no definitive root cause to the reported issue could be determined, the most probable root cause is that the device became damaged after it was released for distribution.